Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sterilized water could not be removed from the foley catheter after one day of placement.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterilized water could not be removed from the foley catheter after one day of placement. As per mail notification received on 25oct2022, it was stated that the complaint was against the broken sample port. As per the updated event, the sample port was broken.